Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the cannula welding was loose. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The single site curved cannula accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the curved shaft can move with respect to the bowl feature. Further movement separates the bowl from the shaft. Improper welding that joins the tube and the bowl allows for the free movement. As orientation of the tube relative to the bowl is critical to product functionality, the cannula cannot be used. No other damage was found.